Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that the filter was torn. A filterwire ez¿ was selected for a carotid artery stenting procedure. The physician inserted the filterwire ez¿ within the patient and it was noticed that the filter was torn from the wire. The filterwire ez¿ was removed and the procedure was successfully completed with another same device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Examination on the returned device revealed that the device was returned with the wire broken. The sheath slit was received separated in two sections at 113.0 cm approx. From the distal section, exposing the metal wire (no fractures were noted on the wire section). Also residues were noted between the protection guidewire and sheath slit. The od dimensions were measured and were found within specification. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully deployed due to the residues noted and the broken condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the delivery sheath broke off and the filter was partially released.